Event description:
It was reported that when performing a manual trans telephonic monitoring (ttm), there was nothing but noise on the recordings. When attempting to perform a ttm, a previous day, they had a flat line on the recording. The customer restarted the computer, checked the hardware configuration and connections. The customer was advised to replace the cables and phone lines. If still having artifact, consider replacing the module. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).